Event description:
Ous MDR - after an implantation time of about 75 months, oversensing with inappropriate shock deliveries was reported. The device and the leads were exposed and evaluated macroscopically. Both the ventricular and the atrial lead were exchanged. Aside from the shock deliveries, no further deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
During the analysis of the linox lead, it was noted that the insulation was damaged due to fraying in the area of the heart valve. This damage can be regarded as the cause for the clinical complaint. The observed damage manifestation requires stress on the lead during a longer period of time. The position and characteristics of the fraying lead to the assumption of a significant mechanical load of the lead. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. Other damage on the leads is probably a result of the explantation process. There were no indications of material defects or manufacturing errors.